Event description:
A device report from (B)(4) indicates a hospital in the (B)(6) reported: blade cannot be loosened. It is not possible to unlock the blade.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The pfna blade was analyzed for conformance to print specifications. The review revealed that the implant was manufactured in august 2012 according to the specifications, no abnormal findings were identified. In addition the implant was found to be in perfect working order, the pfna blade could be loosened using some slightly increased torque. Unfortunately the exact cause of failure could not be determined; a possible reason may be a wrong rotating direction during the attempt of loosening, left hand-thread.